Manufacturer narrative:
(B)(4) - current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Event description:
It was reported that the patient underwent knee surgery on (B)(6) 2011. Subsequently, the patient was revised on (B)(6) 2014 due to heterotopic bone growth. The femoral component, tibial bearing, and tibial tray were removed and replaced with vanguard 360 components.